Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted on (B)(6) 2011. According to the complainant, the patient had undergone a gastric sleeve surgery in (B)(6) 2010. An esophageal fistula developed following this procedure. The stent was placed on (B)(6) 2011 to seal the fistula between the esophagus and the pleura. There were no complications during the stent placement. The patient was discharged from the hospital and scheduled to have the stent removed three weeks following the implantation. On (B)(6) 2011, the patient returned for the stent removal procedure. During the procedure, the physician grasped the retrieval suture with grasping forceps with small teeth. When the physician pulled on the suture, the suture broke. The physician noted that there were two areas of ingrowth on the proximal end of the stent, approximately 1-2 cm proximal. It was reported that the stent cover "was not correct." The physician did not feel comfortable removing the stent. The patient was transferred to another hospital. On (B)(6) 2011, the stent was successfully removed. However, it was discovered that the fistula had not fully healed. It is undetermined whether a second fully covered stent will be placed or whether the patient will undergo surgery to treat the fistula. No patient complications were reported as a result of this event. The patient condition was reported to be "stable but still with a fistula."

Manufacturer narrative:
(B)(4): stent blocked (ingrowth). Stent cover damaged. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states "the wallflex esophageal fully covered stent system is contraindicated for placement in esophageal strictures caused by benign tumors, as the long-term effects of the stent in the esophagus are unknown." However, the complaint states that the stent was used to treat a benign esophageal fistula. In addition, the dfu states "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended." However, the complaint states that stent was removed during a planned stent removal procedure. Therefore, the most probable root cause classification is user/use error.